Event description:
During a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath was used. During introduction, gas leakage was observed from the sheath hemostatic valve. The sheath was replaced, and the procedure was completed successfully with another faradrive device. No patient complications occurred, and the patient remained stable following the procedure.